Event description:
Reference number (B)(4). Event occurred in the united states. On 27-jul-2024, reported that patient faced infusion set tubing detached from connector. Infusion set has been used for about a day. The blood glucose level between 380-480mg/dl. Therefore, patient was treated with correction via bolus. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.